Event description:
It was reported by the rep that the customer had a problem with a bad needle. Needle should be an sh, appears to be a canoe needle.

Manufacturer narrative:
Eval summary. The analysis results confirmed that 9 sw122 cartridges (a-b-c-d-e-g-h-I-j) were rec'd in their original package with the lot a4ce74 and were noted to have different needle. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.